Event description:
Surgeon reported that big issues these appliers. They are used very little and still break quickly.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). Per customer provided information we are unable to perform a DHR review for the alleged instrument since lot information has not been provided. This instrument has not been returned for review or evaluation therefore we are unable to determine where this instrument was produced or what may have caused the alleged defect or validate the alleged complaint. All instruments of this type are 100% function tested and visually inspected prior to release to the customer as this is a standardized procedure at this facility. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
Surgeon reported that big issues these appliers. They are used very little and still break quickly.